Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker (pm) exhibited far r oversensing resulting an inappropriate mode switch episodes. No changes or interventions were reported. No patient condition was reported.